Event description:
The customer stated that the metal disk in position #6 on the middle ring of the architect i2000 reagent carousel has come off. The reagent bottles are not rotated when placed on the carousel . The customer was running ck-mb and discrepant results were generated. An initial ck-mb result of <0.1 ng/ml was generated. A corrected result of 1.4 ng/ml was reported. The customer uses the following normal ranges for the assay: males 0.6 - 3.5 ng/ml, female 0.3 - 2.6 ng/ml. There was no report of impact to patient management.

Manufacturer narrative:
Patient problem: (B)(4) (no consequences or impact to patient). Device problem: (B)(4) (incorrect or inadequate test result). An abbott field service representative (fsr) was dispatched to the account. The fsr repaired the reagent carousel which resolved the issue. Customer complaint data was reviewed and no adverse trends were identified related to the issue. The architect i2000 system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.